Event description:
It was reported that this implantable cardioverter defibrillator (ICD) pacemaker was suspected to exhibit premature battery depletion. Furthermore, there were differing longevity estimates. Data analysis showed this ICD pacemaker had an increase in power consumption consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended replacing the device. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion. Furthermore, there were differing longevity estimates. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended replacing the device. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion. Furthermore, there were differing longevity estimates. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended replacing the device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5. Describe event or problem. D2a. Common device name.